Manufacturer narrative:
This complaint is being reported by zimmer biomet as (B)(4). The customer returned a skin graft mesher device for evaluation. The customer also returned a 1.5:1 ratio cutter, serial number (B)(4), and a 2:1 ratio cutter, serial number (B)(4), for evaluation. Zimmer biomet surgical has previously repaired/evaluated the skin graft mesher nine times. The last repair was (B)(6) 2015 where it was reported that the device was producing an incomplete mesh and the damaged hardware and gears were replaced. This is not a related issue. The skin graft mesher was manufactured on august 31, 2010, and is over 5 years old at the time this complaint was generated. The previous repair report was reviewed and noted no related non-conformances, requests for deviation (rfd) or any other issues with the repair. The previous repair report review found no issues with the device after repair and all verifications, inspections and tests were successfully completed. Initial qa inspection of the skin graft mesher, revealed wear to the mesher handle and side plates. The latching pins engage as intended. There was no apparent damage to the comb. There was significant wear to the roller gear and slight galling to the roller shaft extension. The ratchet appeared to ratchet normally. The 1.5:1 ratio cutter had significant wear to the roller gear. The test mesh using the customer's mesher and ratchet were not performed due to the 1.5:1 ratio cutter not rolling smoothly. The 2:1 ratio cutter had significant wear to the roller gear. The test mesh using the customer's mesher and ratchet was not performed due to the 2:1 ratio cutter not rolling smoothly. Repair of the skin graft mesher was performed by zimmer biomet surgical on july 1, 2016 which included replacement of the damaged gear. The 1.5:1 ratio cutter produced a complete cut after the bushings, collars and gear were replaced. The 2:1 ratio cutter produced an incomplete cut after the bushings, collars and gear were replaced. The skin graft mesher was then tested and functioned properly. It was repaired, inspected and tested. The reported event was non-verifiable since no testing was able to be performed with the customer¿s mesher since during the initial inspection the 1.5:1 ratio cutter and 2:1 ratio cutter did not roll smoothly within the device. Based on the information that was provided the root cause of the reported event could not be specifically determined. With the information provided, it cannot be determined which cutter was being used during the event. Skin graft mesher was repaired, tested and returned to the customer.

Event description:
It was reported that the device produced incomplete mesh during a cadaver lab procedure. No patient involvement. No adverse events have been reported as a result of the malfunction